Manufacturer narrative:
During a follow-up with tandem technical support, the customer reported reloading the cartridge and receiving an accurate fill estimate.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer declined to reload the cartridge while troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.